Event description:
On (B)(6), 2009 a filter was implanted without incident. During the week of (B)(6), 2009, the pt presented to the emergency room complaining of chest pain. A CT was performed and the filter was located in the pt's right ventricle. On (B)(6), 2009, the filter was successfully removed in a surgical procedure which included tricuspid valve replacement. The pt is stable and doing well. It was also reported that the pt's imaging history was reviewed. CT images taken 1 day after implant (on (B)(6), 2009) showed the filter located in the pt's heart. However, this finding was not detected when the CT images were initially read by the physician. Importer narrative: the product has not been returned.